Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge needs to be filled with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to reload a cartridge with 40 units of insulin. Reportedly, the customer did not test blood glucose (bg) level, but believes bg level to be in the 300's (mg/dl). A correction bolus was delivered via the pump to address bg level. The customer was able to load a new cartridge and complete the load process successfully.